Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0204948912, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the issue was resolved on (B)(6)2019.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0204948912, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported efficacy decrease according to the patient where they had a return of urinary urgency and leak in (B)(6) 2018 after an electromyogram (emg) was done with left lower leg stimulation. It could possibly be due to electromagnetic interference during emg. Factors that may have led or contributed to the issue remain unknown. Actions included a note from the investigator that the lead was placed on left s3. Reprogramming during an unscheduled visit on (B)(6) 2019. Troubleshooting included an impedance testing on (B)(6) 2019 which showed normal impedance. It was reported that the patient still feel stimulation and was still functioning correctly. It was unknown if the issue was resolved and ongoing. The investigator assessed the event as not serious, not related to procedure and related to the stimulation. Relevant medical history includes idiopathic urinary urge incontinence since 2004.

Manufacturer narrative:
Continuation of d11: product ID: 309328, lot# (B)(6) serial#, implanted: (B)(6) 2011, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.